Manufacturer narrative:
Information was received via published literature. Please reference literature at the following location: https://www.ncbi.nlm.nih.gov/pubmed/22325964. This report will be amended when our investigation is complete.

Event description:
It is reported the patient is experiencing loosening.

Manufacturer narrative:
Upon reassessment of the reported event, it was determined an MDR should not have been filed under the current MFR number. This event will be reported on 0009613350-2017-00324.